Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the motor died while harvesting skin graft. The was impact to the patient. However, details are unknown. Due diligence is complete as customer has indicated that no additional information is available.